Manufacturer narrative:
The technician determined the problem to be a faulty CPR valve. CPR was working. He replaced the CPR valve to repair the bed.

Event description:
Info received indicates the head of bed is drifting downward slowly.